Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional manufacturer narrative- additional information/ d10, h6 investigation codes & component code. D10. Concomitant products: 120-65-25 - bone screw 6.5mm dia x 25mm long sn (B)(6), 162-00-04 - neck preserving stem, std offset plasma sz 4 sn (B)(6), 170-32-93 - biolox delta femoral head 32mm od, -3.5mm sn (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2 sn (B)(6). Correction- h6. Medical device problem code 4002, the liner was not loose. There is no additional information available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that this patient had and initial right total hip arthroplasty on 17 mar 2014 then approximately 7 years, 8 months later they experienced a revision surgical procedure on (B)(6) 2021. Revision operative report of (B)(6) 2021- postoperative diagnosis: mechanical failure of right total hip with acetabular failure. Indications: 61-year-old female with a loose cup after poly wear. Findings: loose cup. Procedure: capsulotomy was performed revealing a fair amount of fluid, which was sent for cultures. Dislocated the hip and removed the head ball, stem was noted to be intact in good fixation and opted for preservation of stem. ¿one screw was removed and cup was removed without difficulty with minimal to the bone.¿ new devices implanted. Dressings applied, then the patient was taken to the recovery room without incident. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.